Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 5.6 mmol/l at the time of the incident. The insulin delivery was suspended due to the sensor values. The suspend on low limit in sensor settings was 3.2 mmol/l. The customer's other blood glucose was 6.3 mmol/l. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 3.0 mmol/l. The customer reported that the difference was occurring with a previous sensor. The sensor will be returned for analysis.